Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow up will be submitted.

Event description:
According to available information, the patient complained that the tubing was not comfortable and the cylinders were twisted. The device was explanted and a new device was implanted and no other adverse patient effects were reported.